Event description:
It was reported that the burr got stuck on the wire and the procedure was cancelled. A 1.50mm rotalink plus and rotawire was selected for use. During the procedure, upon withdrawal, the extra support rotawire guide could not be removed. The burr was stuck inside. The black button on the side was pressed, but still the device could not be removed, and the procedure could not be continued. There were no patient complications reported.

Manufacturer narrative:
G3 bsc aware date: corrected.

Event description:
It was reported that the burr got stuck on the wire and the procedure was cancelled. A 1.50mm rotalink plus and rotawire was selected for use. During the procedure, upon withdrawal, the extra support rotawire guide could not be remove. The burr was stuck inside. The black button on the side was pressed, but still the device could not be removed, and the procedure could not be continued. There were no patient complications reported.

Event description:
It was reported that the burr got stuck on the wire and the procedure was cancelled. A 1.50mm rotalink plus and rotawire was selected for use. During the procedure, upon withdrawal, the extra support rotawire guide could not be remove. The burr was stuck inside. The black button on the side was pressed, but still the device could not be removed, and the procedure could not be continued. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of the rotablator rotalink plus atherectomy device. The burr catheter was received attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device presented no damage or irregularities. As the rotawire used in the procedure was not returned for analysis, functional testing was performed using a test rotawire. During analysis, the test rotawire was able to be fully inserted and removed with no resistance or issues.